Manufacturer narrative:
No complaint was received with the return of the device. A partial lead was returned. Failure event observed during analysis. Final analysis found an external abrasion exposing the outer coil due to friction to another device or features of the heart at 7.6cm to 8.0cm from the distal tip.

Event description:
This report is to advise of an event observed during analysis.